Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and the trailing haptic tore off and stuck in the cartridge. No patient contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off of the lens and is stuck in the cartridge. There is clear surgical residue on the lens. There is no visible damage to the cartridge which has clear surgical residue on it. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned porduct, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.